Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump will not turn on because the battery cap will not stay on. The patient reported that battery cap is only damaged on the outside. The patient noticed the pump was stripped where the battery cap goes in. There is no adverse event associated with this complaint. This report is being made due to the power with damage issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: unexplained power on resets observed in the black box. The battery compartment is cracked from the threads to the case seal. Returned battery cap has stripped threads and in unable to fully attach to the pump duplicating power loss. A new test battery cap was able to carefully tighten to the pump; no stripped threads found in battery compartment. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed.